Event description:
It was reported that a combi set bloodline blood leak occurred fifteen to twenty minutes into a patient¿s hemodialysis (hd) treatment. Blood was seen leaking externally from where the heparin line connects to the bloodline. The staff had initially noticed it because a small pool of blood was forming on the machine. There were no leaks during the priming stage, and there were no machine alarms. In addition, there were no reported changes in pressure that could have caused the issue. The bloodline was inspected for defects and none were found. After the blood leak was identified, the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was said to be 10 ml. The patient was dialyzing on a fresenius 2008k2 machine and utilizing a fresenius optiflux 180nre dialyzer. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after restarting with new supplies on the same machine. The combi set bloodline was not available for manufacturer evaluation as the device was reportedly discarded. It was confirmed during follow-up that there were no other issues with bloodlines from the reported lot.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a combi set bloodline blood leak occurred fifteen to twenty minutes into a patient¿s hemodialysis (hd) treatment. Blood was seen leaking externally from where the heparin line connects to the bloodline. The staff had initially noticed it because a small pool of blood was forming on the machine. There were no leaks during the priming stage, and there were no machine alarms. In addition, there were no reported changes in pressure that could have caused the issue. The bloodline was inspected for defects and none were found. After the blood leak was identified, the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was said to be 10 ml. The patient was dialyzing on a fresenius 2008k2 machine and utilizing a fresenius optiflux 180nre dialyzer. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after restarting with new supplies on the same machine. The combi set bloodline was not available for manufacturer evaluation as the device was reportedly discarded. It was confirmed during follow-up that there were no other issues with bloodlines from the reported lot.